Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. As the device was discarded, it was not returned for additional evaluation or investigation. A definitive root cause could not be determined for the alleged issue. Internal complaint number: complaint-(B)(4).

Event description:
During communication about a recent allegation, representative confirmed that the patient underwent a catheter revision. The patient had complained of a lack of pain relief. The attending physician programmed a bolus while the patient was in the office, and the patient still had no pain relief. A dye study was later performed, and a catheter revision was performed as a result of the study. Communication from the patient alleged that the catheter was twisted. Patient had previously underwent a catheter revision. MFR 3010079947-2021-00036 was opened to capture the original catheter revision.